Event description:
It was reported that the patient needs another revision and cannot find a doctor in her area. Refer to manufacturer report # 3004209178-2012-10287 for previous revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37743 serial# (B)(4), product type programmer, patient product ID, 3708340 serial# (B)(4), product type extension product ID, 355531 lot# n320365, product type screening device product ID, 3487a-56 lot# v549593 implanted: 2012 (B)(6), product type lead. (B)(4).